Manufacturer narrative:
B5-corrected information: lens repositioning and lens rotation reported previously in error. See MFR rep# 2023826-2021-03694 for replacement lens. H6-device code 2923 previously reported in error. Investigation type 4110 and work order search results previously reported in error. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm).investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+2.5/079 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. The lens was repositioned due to low vault and lens rotation. On (B)(6) 2019 the lens was exchanged with a longer lens and the problem was resolved. The cause of the event is reported as unknown.